Manufacturer narrative:
The device was found to have a motor error alarm during rewind due to corroded motor home switch. The device was unable to perform displacement test due to motor error alarm. The device was received with minor scratched display window, cracked reservoir tube lip. The device was monitored in three days and had no warm up anomaly noted. The device was unable to perform sensor test due to motor error alarm. (B)(4).

Event description:
The customer's wife reported via phone call of motor error with her husband's insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer was assisted with troubleshoot. Customer was able to complete the rewind process. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being returned for analysis and replaced.